Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') in a (B)(6)-year-old female patient who had essure (batch no. 627748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included back pain. Concurrent conditions included anesthesia and morbid obesity. Concomitant products included gabapentin from 2006 to 2008, hydrocodone bitartrate;paracetamol (vicodin) from 2006 to 2008, oxycodone hydrochloride; paracetamol (percocet) from 2006 to 2008 and paracetamol (tylenol) since (B)(6) 2009. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient was found to have weight increased ("weight gain"), 3 months 14 days after insertion of essure. In 2008, the patient was found to have weight decreased ("weight gain / loss:both") and experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)\twice a month 12-14 days"), abdominal pain ("abdominal pain") and vaginal discharge ("vaginal discharge"). On (B)(6) 2009, the patient experienced nausea ("nausea") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2009, the patient was found to have hormone level abnormal ("hormonal changes describe: "became mean"") and experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2009, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti's,"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2019, the patient experienced ovarian cyst ("ovarian cysts"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), back pain ("lower back pain/back pain"), groin pain ("groin pain") and polymenorrhoea ("twice a month 12-14 days"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, hormone level abnormal, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, dyspareunia, pelvic pain, fatigue, weight increased, weight decreased, alopecia, vaginal haemorrhage, menorrhagia, abdominal pain, vaginal discharge, back pain, groin pain and ovarian cyst outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, groin pain, headache, hormone level abnormal, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, polymenorrhoea, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: current weight as of (B)(6) 2019: (B)(6) lbs. Approximate weight at the time of essure placement (B)(6) lbs. Starting on the right side with 7 coils counted. Subsequently on the left side, 5 coils were counted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2019: pfs received: reporter address updated, new event ovarian cysts, medical history, concomitant drug and onset date of events updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.